Event description:
(B)(4).

Manufacturer narrative:
The device was sent to the resmed service center in (B)(4). The eval of the returned device was not able to reproduce the customer issue. The eval concluded that the device was operating as designed. (B)(4).